Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that there were no problems found. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the camera kept beeping and initializing. Another camera was used but the issue persisted. There was no patient present when this issue was observed.